Event description:
On (B)(6) 2014 it was reported that high impedance was observed that day upon running system diagnostics. The patient reported that there had been no manipulation or trauma to the device. The patient however, hasn¿t been able to feel the stimulation. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The physician later reported that the device was disabled due to the high impedance on (B)(6) 2014. X-rays were taken and showed a fracture in the mid-wire. The physician stated that a copy of the x-rays would not be sent to the manufacturer for review. The stimulation no longer being perceived was first observed 1-2 months prior to the (B)(6) 2014 visit. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.